Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, beginning necrosis, was deemed to meet serious injury criteria of results in permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse dermal filler lot # 100118830 was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No nonconformances were noted that would have contributed to this event.

Event description:
This spontaneous report was received from a (B)(6) physician and concerns a (B)(6) female patient (weight: (B)(6), height: 177 cm). She was injected subcutaneously and dermally with a total of 0.4 ml (into 2 injection points) of radiesse®, into cheek, forehead and frown lines, on (B)(6) 2019. An atraumatic 27 g needle was used for injection. The patient was treated for years (reported as twice a year) with botulinum toxin into the forehead area. She was also treated for years with radiesse® into the cheek area and frown lines. The patient had no disposition to lymph drainage problems and no allergies. The patient's medical history and concomitant medication were reported as none. As reported, the patient was treated for about a year by the treating physician (treated on two occasions). On (B)(6) 2019, during the treatment with radiesse®, the patient bleed severely. On the same day, after the treatment with radiesse®, the patient complained about itching, redness, pain, swelling, and heamatoma (also reported as spectacle heamatoma). Corrective treatment included a cortisone cream, heparin gel, ciprofloxacin 500 mg (twice a day for 7days) and a probiotic (one a day). If required, contractubex overnight intensive patch® was prescribed. She was not hospitalized. On (B)(6) 2019, the patient was seen for a follow-up. Due to the provided information, the outcome of the event 'bleed severely' was considered as resolved. The outcome of the event 'itching' was not reported and the outcome of the remaining events was reported as resolving. In the opinion of reporter, the events were not life-threatening, not related to radiesse® and not related to the incorporated local anesthetic in the product. Follow-up information was received on 04-dec-2019: the event 'intentional device misuse' was added. The patient was injected with radiesse® into frown lines / glabellar folds (intentional device misuse). The batch number was reported as 100118830. A lot search was conducted on the reported lot and no cases were noted. As reported, the patient was apparently treated with radiesse® into glabellar folds once before. The outcome of the events remained unchanged. Follow-up information was received on 06-dec-2019: the case was upgraded to serious. The event 'beginning necrosis' was added. The events 'haematoma', 'redness', 'pain', 'itching' and 'swelling' were deleted. The reporter informed that the patient experienced a beginning necrosis which was stopped with the corrective treatment of cortisone and antibiotic. The itching, redness, pain, swelling, and heamatoma completely resolved. However, an approximately 0.5 cm in diameter large scar remained at the frontal site. Since (B)(6) 2019, the patient was applying contractubex® daily. The physician was hoping that the scar might improve, but she assumed that a scar was going to remain. Due to the provided information, the outcome of the event '´beginning necrosis' was considered as recovered with sequelae. The outcome of the event 'bleed severely' was left unchanged. In the opinion of the reporter, the reason for the event 'beginning necrosis' was the wrong indication and not radiesse®. Follow-up information was received on 12-dec-2019: the device history record was received. The batch record for radiesse® was confirmed as 100118830 (expiry date 03/2021).